Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace, diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The patient reported foreign body sensation and had no visual complaints. The topical steroid drops were increased. In a follow up, the optometrist reported the event and symptoms resolved within a week, and the patient was doing fine. No further information is expected. There are two medical reports associated with this event. This report is for the left eye.